Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed damages at the steroid collar. It is reasonable to assume that this damage occurred most likely during the implantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - during the implant the lead was placed at the ventricular septum. Once the lead was screwed in, both sensing values and pacing threshold worsened. The lead was repositioned. When the relevant lead was replaced into a septal stylet, spo2 was dropped to around 40. Also, blood pressure was lowered to 40/70. Therefore, cardiac tamponade was suspected and the relevant lead was removed. Echocardiography revealed pericardial effusion so that the procedure was stopped. After removal of the relevant lead, the surgical incision was closed and the patient was transferred to another hospital. Should additional information become available this file will be updated.